Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an auto-fill failure. The customer troubleshot the issue, which resolved the issue for a short period. The failure repeated an hour later and the iabp was swapped out for another without incident. There was no injury or harm to the patient, and no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the iabp was tested but no failures were found, and that the iabp was then cleared and put back in clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an auto-fill failure. The customer troubleshot the issue, which resolved the issue for a short period. The failure repeated an hour later and the iabp was swapped out for another without incident. There was no injury or harm to the patient, and no adverse event reported.